Manufacturer narrative:
Clinical evaluation confirmed the reported event as well as identified the presence of a type 2 endoleak and a type 1b endoleak. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The devices remain implanted in the patient and were not returned, no evaluation was completed. There is not enough information provided to determine the root cause of the reported event. Potential contributing factors include: off label use, patient anatomy, placement of the hypogastric snorkels over the bifurcation, and anticoagulation therapy. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device, an infrarenal aortic extension and a limb extension on (B)(6) 2016. During the initial implant the physician discovered a tear in the main body of the device. The physician elected to reline the bifurcated by implanting an additional bifurcated device. Two days post initial procedure the patient was found to have a type 2 endoleak and a type 1b endoleak. A secondary intervention has not be planned or scheduled and the physician will continue to monitor the patient. The patient is in stable condition.

Manufacturer narrative:
The initial report sent did not include the ovation limbs. The additional devices implanted in this patient have been added to this report. The primary device was corrected to the ovation limb extension in order to clarify the reported event. This reported event is a hybrid case, the patient was initially implanted with ovation devices as well as afx devices. In order to report correctly the residual type 1b endoleak remaining post initial procedure, this correction is being reported to identify the use of the ovation devices implanted in the patient. The ovation limb extension was identified in the clinical evaluation as the primary device for the residual type 1b endoleak. The case was also found to be an off label use of the device. To date there has not been any additional information provided on the patient status post procedure.

Event description:
Patient was initially implanted with the following afx devices on (B)(6) 2016; a bifurcated stent, two infrarenal aortic extensions, a suprarenal aortic extension, and three limb extensions. The patient was also implanted with the following ovation products also on (B)(6) 2016; three limb stents and three limb extensions. A residual type 1b endoleak was detected coming from one of the ovation limb extensions. The use of the limb extension in the patient's initial procedure was not in line with the manufacturer's instructions for use.